Event description:
Baxter (B)(4) received a report that an infusor leaked from the fill port during filling. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit containing no fluid in the reservoir. The reported condition of a leak was not confirmed. Visual examination of the unit showed no evidence of physical abnormality. A leak test was performed by filling the bladder with water and monitoring the device for 24 hours. After the leak monitoring period, no evidence of leak was detected anywhere on the unit. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. The batch review revealed that all of the acceptance criteria were met to release the lot. This device is manufactured for distribution outside of the united states and does not have a 510(k) number.